Event description:
It was reported that loss of capture and oversensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed; dislodgement of the rv lead and right atrial (ra) lead was confirmed. The rv lead and ra lead were successfully repositioned and remain implanted. The patient was stable and there were no adverse consequences.